Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found a scratched lens. Event history log showed error code 41781. Functional testing was performed, and accuracy test failed for over delivery. The reported problem was unable to be duplicated due to the issue being unknown. To address the issue the lens, pwa board and expulsor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue. There was unknown patient involvement and unknown patient harm/event reported.